Event description:
(B)(4). The dealer reported that the tdxsp-cg custom power wheelchair was displaying an intermittent 9 flash error code, alerting the user about a faulty communication between the controller and the joystick. There was no injury reported.